Event description:
The customer contacted nephron pharmaceuticals corp. Regarding a product complaint on (B)(6) 2013, via (B)(4) and telephone. The customer reported that she purchased two ez breathe atomizers that did not produce an aerosol. She also reported that she experienced an asthma attack and rushed to the hospital. Several attempts via telephone and mail were made to contact the customer; however, all attempts to confirm the customer's complaint were unsuccessful.